Manufacturer narrative:
Additional information was received that the event was not device related.

Event description:
A report was received that the patient's ipg site was superficial due to the ipg migrating from the upper side of the buttock to the bottom side. During the ipg revision procedure, the physician noted a seroma and erosion at the pocket site. The physician was unsure if there was an infection therefore, he explanted the scs system and placed the patient on antibiotics to minimize the risk of infection.

Manufacturer narrative:
Correction to initial MDR in field as it should have also stated the following additional suspected device: model #: sc-4316 lot #: 17785458 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient's ipg site was superficial due to the ipg migrating from the upper side of the buttock to the bottom side. During the ipg revision procedure, the physician noted a seroma and erosion at the pocket site. The physician was unsure if there was an infection therefore, he explanted the scs system and placed the patient on antibiotics to minimize the risk of infection.

Manufacturer narrative:
Additional information was received that the event was not procedure related.

Event description:
A report was received that the patient's ipg site was superficial due to the ipg migrating from the upper side of the buttock to the bottom side. During the ipg revision procedure, the physician noted a seroma and erosion at the pocket site. The physician was unsure if there was an infection therefore, he explanted the scs system and placed the patient on antibiotics to minimize the risk of infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50 serial: (B)(4) description: infinion 1x16 perc lead kit-50 cm model: sc-3400-30 serial: (B)(4) description: infinion splitter 2x8 kit (30 cm) model: sc-2366-30 serial: (B)(4) description: linear 3-6 lead, 30cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg site was superficial due to the ipg migrating from the upper side of the buttock to the bottom side. During the ipg revision procedure, the physician noted a seroma and erosion at the pocket site. The physician was unsure if there was an infection therefore, he explanted the scs system and placed the patient on antibiotics to minimize the risk of infection.